Manufacturer narrative:
The device was returned to olympus for evaluation. A visual inspection was performed on the received device and the probe completely broke off. The broken probe portion was not returned and measures approximately 17mm in length. The remaining portion of the probe measures 2mm in length. The ptfe pad (teflon pad) was inspected and found to be slightly worn in the mid- section, and at tip but still intact with no metal exposed. The device was then attached to the test usg-400/esg-400 and found both switches nonfunctional. Further inspection found the probe insulation sheath at the shaft distal end melted and extended. However, the wiper movement and its gold insulation are normal. Based on the evaluation findings, this type of probe damage is most likely related to the operator's technique. The non-function of the device switches is attributed to residues found on the switch contact cable causing the switch not to work. The instruction manual contains several warning statements in an effort to prevent damage to the probe. "Do not to activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur."

Event description:
Olympus was informed that during a therapeutic total laparoscopic hysterectomy (tlh) procedure, the probe broke off and fell into the patient. The device fragment was retrieved with a grasper with no abnormal bleeding observed. No error codes were observed on the generator. The intended procedure was completed with a similar device. There was no patient injury reported. Additionally, the user facility reported that the device and the connection points were inspected prior to the procedure with no anomalies found.